Event description:
It was reported that the patient underwent "plif l5-s1 plif cage (B)(6) 2011 plif w/ cage l5-s1 autograft for spinal surgery, local bone graft - prepared infuse sponge anterior disk space followed by morselized bone graft, followed by placement of sz 10 plif cage also prepared w/ morselized bone graft w/ half infuse sponge." Post-op, the patient reportedly developed bone overgrowth, nerve damage, and acute inflammatory response.

Event description:
On (B)(6) 2011: the patient underwent x-rays of the lumbar spine. Findings: bilateral l5 pars defects with grade 1 l5-s1 anterolisthesis.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010: the patient presented with pain in his thoracic and lumbar spine. Diagnosis: thoracic and lumobsacral sprain/spasm. On (B)(6) 2010: the patient presented stating he no longer has pain in his thoracic or lumbar spine. Diagnosis: thoracic and lumbar spine spasms. On (B)(6) 1999 the patient reportedly sustained an injury to the right hand thumb joint. On (B)(6) 1999 the patient presented with right hand pain and underwent x-rays. Results: normal right thumb. Of note was a healed fracture of the fifth metacarpal. On (B)(6) 1999 the patient presented improving right hand pain. On (B)(6) 2007 the patient underwent the following labs: hemogram, ldl cholesterol, hdl cholesterol, and cmp fasting. Results seemed unremarkable. On (B)(6) 2010 the patient presented with discomfort in mid and low back which radiated into the right buttock (onset (B)(6) 2010 work injury). Discomfort was noted over the right side of the t-spine tip along the lower t- spine from t9 to l3. Spasm was also noted in that area. Diagnosis: thoracic and lumbosacral spine sprain and spasm. Medications: motrin, skelaxin, and myoflex cream. On (B)(6) 2010 the patient presented with back discomfort. Medications: motrin, skelaxin, and myoflex cream. Diagnosis: thoracic and lumbar sprain/spasm. On (B)(6) 2010 the patient presented with constant, sharp pain in the lumbar spine area and difficulty sleeping secondary to pain. There was moderate tenderness top right lumbar paraspinals. On (B)(6) 2010 the patient complained that the physical therapy was not helping - they were not getting worse but not getting better either. On (B)(6) 2010 the patient complained of constant back pain. On (B)(6) 2010 the physician recommended that the patient in for cbc, sed rate, and urinalysis labs however the patient did not do this. Medications: naprosyn and flexeril. On (B)(6) 2010 the patient presented with improving symptoms. The patient brought in their own tens unit and the patient was instructed on electrode placement. On (B)(6) 2010 the patient presented with improving symptoms. On (B)(6) 2010 the patient underwent a sharp functional activity survey which showed significant changes is status from initial pt visit to discharge.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010: the patient presented for x-rays of the lumbar spine. Impression: no acute bony abnormality. L5-s1 spondylolisthesis which appears to be due to a bilateral l5 pars defect. Incidental note is made of mild atherosclerotic calcification of the abdominal aorta. On (B)(6) 2011: the patient was performing his usual duties at work, picking up heavy tarps, when he suffered a lower back injury. On (B)(6) 2011: the patient underwent a lumbar MRI. Findings: broad based bulging grade I spondylolisthesis at l5-s1. Impression: history of probable lumbar sprain strain, date of injury, (B)(6) 2011; lumbar spondylolytic type spondylolisthesis l5-s1 most likely a pre-existing condition, possibly exacerbated or aggravated by industrial straining injury of (B)(6) 2011; current symptoms of low back pain and sciatica related to diagnosis 1 and 2. On (B)(6)2011: the patient presented with lower back pain that radiates down into right buttock and down the back of my right thigh. X-rays taken demonstrate a grade I spondylolytic type spondylolisthesis at l5-s1. There is also moderate disk space narrowing at this level. On (B)(6) 2011: the patient presented with pain in his lower back. The pain radiates down into the right buttock. Impression: history of work-related injury, (B)(6) 2011, best described as &#61536;lumbar sprain strain, likely exacerbating/aggravating his underlying preexisting isthmic type spondylolisthesis at l5-s1. Spondylolytic type spondylolisthesis at&#63500;5-s1, most likely representing a preexisting condition, reasonably considered exacerbated/aggravated by his industrial straining-injury of (B)(6) 2011. Current symptoms of low back pain and sciatica, related to diagnosis #1 and 2 above. On (B)(6) 2011: the patient presented with complaints of pain across his lower back and pain radiating primarily into the right buttock and slightly into the right lateral and posterior thigh. Impression: history of work-related injury, (B)(6) 2011, best described as &#61536;lumbar sprain strain, likely exacerbating/aggravating his underlying preexisting isthmic type spondylolisthesis at l5-s1. Spondylolytic type spondylolisthesis at&#63500;5-s1, most likely representing a preexisting condition, reasonably considered exacerbated/aggravated by his industrial straining-injury of (B)(6) 2011. Current symptoms of low back pain and sciatica, related to diagnosis #1 and 2 above. On (B)(6) 2011: the patient underwent an epidural steroid injection. On (B)(6) 2011: the patient presented with lower back and buttock pain. Straight leg raise on the right side tends to increase his back and buttock pain. Impression: history of work-related injury, (B)(6) 2011, best described as a lumbar sprain strain, likely exacerbating/aggravating his underlying preexisting isthmic type spondylolisthesis at l5-s1. Spondylolytic type spondylolisthesis at&#63500;5-s1, most likely representing a preexisting condition, reasonably considered exacerbated/aggravated by his industrial straining-injury of (B)(6) 2011. Current symptoms of low back pain and sciatica, related to diagnosis #1 and 2 above. On (B)(6) 2011: the patient underwent an epidural steroid injection. On (B)(6) 2011: the patient presented with pain in the right side of his lower back extending into the right buttock and the right posterior proximal thigh. The patient reports not getting any benefit from his previous esi. Extension of the lumbar back elicits the most pain. Straight leg raise testing increases his low back and buttock pain. Impression: history of work-related injury, (B)(6) 2011, best described as &#61536;lumbar sprain strain, likely exacerbating/aggravating his underlying preexisting isthmic type spondylolisthesis at l5-s1. Spondylolytic type spondylolisthesis at&#63500;5-s1, most likely representing a preexisting condition, reasonably considered exacerbated/aggravated by his industrial straining-injury of (B)(6) 2011. Current symptoms of low back pain and sciatica, related to diagnosis #1 and 2 above. On (B)(6) 2011: the patient presented with pain in the lower back radiating into the right buttocks. It is a pinching and aching type of pain. Straight leg raise testing increases his low back and buttock pain bilaterally, although this is more on the right side than the left. X-ray dated (B)(6) 2011, demonstrates a spondylotic type spondylolisthesis at l5-s1. Impression: history of work-related injury, (B)(6) 2011, best described as &#61536;lumbar sprain strain, likely exacerbating/aggravating his underlying preexisting isthmic type spondylolisthesis at l5-s1. Spondylolytic type spondylolisthesis at 5-s1, most likely representing a preexisting condition, reasonably considered exacerbated/aggravated by his industrial straining-injury of (B)(6) 2011. Current symptoms of low back pain and sciatica, related to diagnosis #1 and 2 above. On (B)(6) 2011: the patient presented with pain across his lower back radiating into the right buttock. It is a numbing, pinching kind of pain. Lumbar MRI dated (B)(6) 2011, demonstrates bilateral severe foraminal stenosis at l5-s1 and grade 1 spondylolisthesis. Impression: history of work-related injury, (B)(6) 2011, best described as &#61536;lumbar sprain strain, likely exacerbating/aggravating his underlying preexisting isthmic type spondylolisthesis at l5-s1. Spondylolytic type spondylolisthesis at&#63500;5-s1, most likely representing a preexisting condition, reasonably considered exacerbated/aggravated by his industrial straining-injury of (B)(6) 2011. Current symptoms of low back pain and sciatica, related to diagnosis #1 and 2 above. On (B)(6) 2011: the patient presented with complaints of pain in the lower back radiating to the right buttock. He describes it as a painful numbness. Impression: history of work .related injury (B)(6) 2011, best described as a lumbar sprain strain likely exacerbating/aggravating his underlying preexisting isthmic-type spondylolisthesis at l5-s1. 2. Spondylolytic-type spondylolisthesis at l5-s1 most likely representing a preexisting condition reasonably considered aggravated by his industrial straining injury of (B)(6) 2011. Current symptoms of low back pain and sciatica related to diagnosis #1 and #2 above. The patient underwent chest x-rays. Impression: negative two view chest radiograph. On (B)(6) 2011: the patient presented for preoperative physical. The patient has low back pain radiating into the bilateral buttocks. Diagnostic studies reveal a spondylolytic type spondylolisthesis at the l5-s1 level. His symptoms have failed to respond to conservative care including the passage of time, anti-inflammatory medicines, activity modifications. On (B)(6) 2011 : the patient presented with a preoperative diagnoses of spondylolisthesis l5-s1, sciatica, and a history of industrial injury/lumbar sprain/strain. The patient underwent the following procedures: arthrodesis, posterior technique, l5-s1; arthrodesis, posterior interbody technique, l5-s1; posterior instrumentation/ pedicle screw fixation, l5-s1; application biomechanical device/ interbody cage, l5-s1; autograft for spinal surgery/local bone graft. Per the op notes, half of an appropriately-prepared rhbmp-2/acs was placed into the anterior disk space followed by morselized bone graft, followed by placement of a size 10 plif cage that was also prepared with morselized bone graftn and half an rhbmp-2/acs sponge. The position of the cage was checked with c-arm imaging and was found to be appropriately placed. Following placement of the rods and final irrigation, the team completed the posterior/posterolateral fusion by placing half an rhbmp-2/acs sponge across the transverse processes and sacral ala at l5-s1, followed by placement of the remainder of the morselized local bone graft. No complications were noted. Intra-operative x-rays were performed. Findings: portable image intensifier views utilized for placement of pedicle screws l5-s1 with posterior rods and disc prosthesis in place. Anterolisthesis l5 forward on s1. On (B)(6) 2011: the patient underwent x-rays of the lumbosacral spine. Findings: bilateral spinal rods with transpedicular screws and intervertebral disk spacer are redemonstrated at the l5-s1 level. The intervertebral disk space over this previously aligned with the posterior cortex of the l5 vertebral body and now is seen more posteriorly. Findings may be projectional, additional evaluation is warranted. A surgical drain remains in place. Overlying skin staples are present. On (B)(6) 2011: the patient underwent CT of the lumbar spine. Impression: postoperative changes with air present; grade I anterolisthesis l5-s1; transpedicular screws l5-s1; on (B)(6) 2011: the patient underwent chest x-rays. Impression: negative two view chest radiograph. There has been no significant change since prior comparison. On (B)(6) 2011: the patient presented to an internal medicine clinic for evaluation. Impression: substernal chest pain without radiation, with atypical features, fleeting in duration, with fairly nondescript electrocardiogram presently, but in a patient with risks of hypertension and chronic smoking. No obvious ischemic process clinically. The patient may have an atypical process related to a reflux process. Status post shortness of breath, related to #1, but I see no evidence of acute pulmonic process, pneumothorax, or other clinically; doubt pulmonary embolism-type process. Hypertension, without evidence of severe left ventricular hypertrophy or cardiomyopathy. .. Chronic smoker without evidence of chronic obstructive pulmonary disease or emphysema -exacerbation. Status post lumbar surgery/right lower extremity pain, likely secondary to sciatica. On (B)(6) 2011: the patient presented with right sided sciatica in approximately an l5 dermatome, and has persistent drainage at his incision. The lowest part of his incision is completely healed. The upper part demonstrates about a 1.5 inch section where there is fibrinous exudate present along the line of the incision. The edges of the skin are no erythematous. The patient reports some slight tingling to light touch in the right lateral leg in approximately l5. X-rays of the lumbar spine show the hardware is intact including pedicle screws at l5-s1 and interbody cage at l5-s1. CT scan performed postoperatively demonstrate normal and correct placement of the pedicle screws, and within the limits of a CT scan, demonstrate appropriate foraminal decompression. Impression: a little over two weeks postoperative l5-s1 fusion with concerning findings of right l5 radiculopathy/sciatica and persisting drainage from the incision which is as yet incompletely healed.. On (B)(6) 2011: the patient underwent an MRI of the lumbar spine. Findings: status post laminectomy at ls with posterior ,bone graft and pedicle screws at ls, s1 with inter-body graft at the disc of ls-sl. 2. Fluid collection in the soft tissues of the posterior spine at the laminectomy site and at the level of l4-ls as described. These fluid collections show peripheral enhancement and are most likely from postoperative fluid collections, resolving hematomas or seromas. Csf leak is not completely excluded. Superimposed infection is not completely excluded but is not likely. No definite evidence for osteomyelitis or discitis." Mild edema at the endplates of ls-s1 is most likely from postoperative change grade I anterolisthesis of ls on s1 is stable compared to the prior study. Possible neural foramina! Narrowing at ls-s1 but this is difficult to evaluate due to artifact. On (B)(6) 2011: the patient presented with right sided sciatica in an l5 dermatome. The pain begins in the right buttock and from their courses down the back and outside of the right thigh to the right lateral leg in an l5 dermatomal distribution. The patient is uncomfortable while ambulating. Impression: a little under three weeks postoperative l5-s1 fusion with concerning findings of right l5 radicular pain and a postoperative MRI, which seems to suggest some 'residual right l5-s1 foramina! Stenosis. On (B)(6) 2011: the patient presented with complaints of pain and tingling radiating from the right buttock. From there, it seems to skip the thigh and he feels painful tingling down in the right lateral leg and an approximate l5 dermatone. MRI findings were discussed and the patient decided to undergo surgical intervention. On (B)(6) 2011 : the patient presented with the following preoperative diagnoses: right-sided radiculopathy / sciatica/right l5 dermatomal distribution; history of previous right l5-s1 posterior lumbar fusion with laminectomy for a diagnosis of spondylolytic spondylolisthesis. The patient underwent the following procedures: re-exploration, right l5-s1, with extensive foraminotomy including complete facetectomy with extensive intraforaminal and extraforaminal decompression; removal of posterior instrumentation/ pedicle screws, right l5-s1; re-insertion of spinal fixation device/pedicle screws, right l5-s1. No complications were noted. Intra-operative x-rays were performed. Impression: demonstrate placement of posterior pedicle screws at l5-s1 with interbody graft; posterior pedicle rods identified; grade I anterolisthesis of l5 on s1 identified which is similar to the prior study; status post laminectomy at l5. On (B)(6) 2011: the patient underwent x-rays of the lumbar spine. Impression: l5-s1 posterior spinal fusion. The intervertebral disk sp acer appears slightly more posterior in relationship to the l5 in comparison to previous imaging, however findings may be projectional as it appears stable in position in comparison to the sacrum. On (B)(6) 2011: the patient was discharged home. On (B)(6) 2011: the patient presented with some low grade low back pain. X-rays demonstrate intact pedicle screw fixation at the bilateral l5-s1. There is posterolateral bone graft. The right-sided screws are slightly large in diameter consistent with replacement to larger screw size at the time of his most recent surgery. There also appears to be an increase of spondylolisthesis of l5 on s1 of approximately 4 to 5 mm. This does potentially leave the posterior superior corner of the l5-s1 interbody cage prominent. Impression: two weeks postoperative re-exploration right l5-s1 with extensive foraminotomy/complete facetectomy and removal and replacement of right sided pedicle screws; doing well, reports complete relief of previously fairly significant right-sided sciatica. On (B)(6) 2011: the patient presented with expected soreness, discomfort, and even low grade pain in the low back, which would be typical for a person recovering from this type of surgery. Incision has healed nicely. X-rays demonstrate intact pedicle screw constructs. There has been some increased anterolisthesis of l5 on s1. It has slid forward another millimeter or two. This results in some unroofing of the posterior interbody device. Impression: the patient is 5 weeks postoperative following a reexploration of the right l5-s1 with removal and reinsertion of his right l5-s1 pedicle screw fixation. The patient&#62688;sciatica has completely been relieved and his leg pain is completely gone. He has usual and expected low back pain, which would be expected to gradually resolve over the coming weeks and months. On (B)(6) 2011: the patient presented with low back pain. He feels an intermittent pinching with certain activities in the lower back than tends to come and go. X-rays of the lumbar spine demonstrate instrumented fusion at the l5-s1 level. There is the continued ante rolisthesis of l5 and s1. This does uncover the l5-s1 interbody device. Compared to prior films, l5 appears to may have migrated forward another millimeter, but this may also represents simple rotation and projectional artifact. Impression: 2 months postoperative right l5-s1 extensive foramintomy and exchange of hard work, and 3 months postoperative index l5-s1 fusion and about 8 months , status post-industrial injury lumbar spine. On (B)(6) 2012: the patient presented with a "pinch" in his back. He also reports a tightness/pinch/pain in his right lower buttock. X-rays taken show: posterior instrumented fusion at l5-s1; l5 has slid forward relative to s1 uncovering the posterior superior corner or our interbody graft; there does appear to be developing bone graft in the posterolateral gutter, especially on the left; there is some suggestion of bone graft developing in the interbody space. Impression: 3 months postoperative l5-s1 fusion performed in the course of treatment for a diagnosis of spondylolytic spondylolisthesis, and industrial lumbar sprain strain. On (B)(6) 2012: the patient underwent a lumbar MRI scan. Impression: l5-s1 grade I lytic spondylolisthesis status post decompressive laminectomy and instrumented interbody fusion. There is susceptibility artifact that partially obscures right lateral recess but no evidence of displacement or compression of the traversing right s1 nerve root. Susceptibility artifact within the ventral epidural fat contiguous with the interbody graft and therefore correlation with plain radiographs or CT would be helpful to determine if the graft has migrated posteriorly. No spinal stenosis or left lateral recess compromise. Bilateral severe foraminal compromise with indentation exiting l5 nerve root on both sides. 2. Otherwise unremarkable lumbar spine MRI without and with contrast. No evidence of spinal infection. On (B)(6) 2012: the patient presented with lower back pain, right lateral hip pain. Impression: the patient is four months postoperative from surgery at the l5-s1 level. The physician states the symptoms are most consistent with normal healing after this type of posterior lumbar interbody fusion. On (B)(6) 2012: the patient presented pain in the right side of the lower back. He is not experiencing any pain in the lower part of the buttocks or down the leg. Impression: the patient is 5 months postoperative from posterior lumbar fusion l5-s1 for a diagnosis of spondylotic type spondylolisthesis. On (B)(6) 2012: the patient presented with pain in the lower back and in the upper right buttocks. He does not have pain down the leg. New lumbar x-rays demonstrate evidence of successful bony fusion within the disc space on the ferguson ap view, and also in the left posterolateral area on the ap view. There has been no further migraine of l5 relative to s1 on the lateral view. Impression: five and half months postoperative posterior lumbar fusion l5-s1 for a diagnosis of spondylotic spondylolisthesis. On (B)(6) 2012: the patient presented with some tenderness along the incision if anything presses on it. He reports some pain into the right upper buttocks that comes and goes on a fluctuating basis. The patient denies any pain radiating down either leg. Impression: the patient is 6 months postoperative posterior lumbar fusion l5-s1. He demonstrates continued improvement. I do not believe that he is quite at a point of maximal medical improvement, but the physician believes he is getting there. On (B)(6) 2012: the patient presented with pain in the right sided low back and right buttocks and an aching numbness type of a feeling. Straight leg raise testing increases his back and buttock pain, but does not produce sciatica. Impression: status postoperative posterior lumbar fusion l5-s1. On (B)(6) 2012: the patient presented with low back pain, and pain in the right upper and mid buttocks. The patient reports radiation of this pain into the lower buttock and posterior thigh as well as numbness. X-rays taken show intact pedicle screw fixation at the l5-s1 level. There is a grade 1-1/2 spondylolisthesis of l5 on s1. This leaves the interbody spacer uncovered in its posterior one third. There is bone graft present in the posterolateral gutters. Impression: the patient is 9 months postoperative following a posterior lumbar fusion l5-s1 that has been complicated by the postoperative development of sciatica, and anterolisthesis of l5-s1. On (B)(6) 2012: the patient underwent lumbar CT scan that revealed a pseudoarthrosis at the l5-s1 level. Impression: l5-s1 grade 1 lytic spondylolisthesis status post decompressive laminectomy and instrumented interbody fusion. No mineralized bridging fusion bone across the disc space. Bilateral foraminal compromise with indentation exiting l5 nerve root on both sides; lucency surrounding the right and left s1 pedicle screw consistent with loosening; otherwise unremarkable lumbar spine CT. On (B)(6) 2012: the patient presented with pain in the lower back and in the right buttocks, both in the upper and lower buttocks. He also reports some numbness extending into the right posterior thigh. Extension seems to increase his buttocks pain the most. Impression: the patient is now 10 months postoperative posterior lumbar fusion l5-s1 with continued complaints of low back pain and right sided sciatica that are consistent with the results of his recent CT scan which reveals a pseudoarthrosis. On (B)(6) 2012: the patient presented with pain in his low back and right buttock. He states this pain is 8 of 10. X-rays of the lumbar spine show an instrumented fusion at l5-s1. The hardware appears to be intact. There is an interbody cage. There is a grade ii spondylolytic spondylolisthesis. The interbody cage appears to be several millimeters posterior to the posterior cortex of l5. There is no appreciable fusion on plain x-rays. Diagnostic impression: spondylolytic spondylolisthesis, grade ii, l5-s1; status post posterior lumbar interbody fusion, l5-s1, with pseudoarthrosis. On (B)(6) 2012: the patient presented with lower back pain and in the right buttocks with a secondary complaint of pain down the right posterior thigh, at least to the proximal posterior thigh. The patient also reports numbness. With straight leg raise testing the patient reports tightness in his lower back and buttock bilaterally. Diagnostic impression: the patient is just under a year postoperative posterior lumbar fusion at l5-s1 with continued complaints of low back pain and right sided sciatica that seem consistent with the results of his diagnostic studies, which suggest a pseudoarthrosis at the l5-s1 level and foraminal stenosis right greater than left. On (B)(6) 2012: the patient presented with lower back pain into the right buttocks and into the right very proximal posterior thigh. The patient also reports stiffness in his low back. During the visit, the patient&#62688;mother began asking about infuse. The doctor stated that the problem is not too much bone forming, but that not enough bone has formed and he has developed a pseudoarthrosis . Diagnostic impression: l5-s1 spondylolisthesis, with pseudoarthrosis (failure of fusion) after attempted posterior fusion, with foraminal stenosis producing intermittent sciatica. On (B)(6) 2012: the doctor informed the patient he would no longer provide medical care to him effective (B)(6) 2013: the patient underwent a posterior removal of segmental instrumentation at l5-s1 with exploration of the fusion and revision hemilaminectomy at l5-s1 as well as reinsertion of pedicle screws at l5-s1. He also underwent an anterior removal of hardware and placement of anterior interbody fusion graft with hydrogel patch at l5-s1. On (B)(6) 2013: the patient presented with low back and lower extremity pain. The patient walks with a cane. Assessment: backache; difficulty walking; muscle weakness; pain in joint, pain in limb; stiffness in joint. On (B)(6) 2013: the patient presented with discomfort in the right buttock. On (B)(6) 2013: the patient presented to pt with moderate soreness and tightness. On (B)(6) 2013: the patient presented with pain right greater than left radiating to posterior glut/prox posterior thigh. On (B)(6) 2013: the patient presented with pain and stiffness, as well as an abnormal gait with poor balance and slow speed. On (B)(6)2013: the patient presented with continued discomfort in his back. There is some tightness in his right leg. On (B)(6) 2013: the patient presented with soreness. On (B)(6) 2013: the patient presented to pt with increased right sided lower back pain. The patient also reported increased right quadratus lumborum and lumbar paraspinal tightness that was decreased with manual techniques. On (B)(6) 2013: the patient presented with reports of increased lower back soreness right greater than left. On (B)(6) 2013: the patient presented with central lower back pain and right sighted lower back pain. On (B)(6) 2013: the patient presented with low back pain (B)(6) 2013: the patient presented having been declared permanently disabled and stationary from his industrial injury. Impression: mechanical back pain; lumbar instability, l5-s1; status post l5-s1 fusion with pseudoarthrosis; status post revision, l5-s1 fusion.

Event description:
On (B)(6) 2010, reportedly, the patient injured their back. On (B)(6) 2010: the patient presented for x-rays of the lumbar spine. Impression: no acute bony abnormality. L5-s1 spondylolisthesis which appears to be due to a bilateral l5 pars defect. Incidental note is made of mild atherosclerotic calcification of the abdominal aorta. On (B)(6) 2010, reportedly, the patient injured their back. (B)(6) 2011: the patient was performing his usual duties at work, picking up heavy tarps, when he suffered a lower back injury. (B)(6) 2011: the patient underwent a lumbar MRI. Findings: broad based bulging grade I spondylolisthesis at l5-s1. Impression: history of probable lumbar sprain strain, date of injury, (B)(6)-2011; lumbar spondylolytic type spondylolisthesis l5-s1 most likely a pre-existing condition, possibly exacerbated or aggravated by industrial straining injury of (B)(6) 2011; current symptoms of low back pain and sciatica related to diagnosis 1 and 2. On (B)(6) 2011 the patient presented with back and hip pain and underwent a MRI which demonstrated bilateral moderately severe foraminal stenosis at l5-s1 secondary to facet hypertrophy, broad based bulge and grade 1 spondylosis. There was also lesser djd at other levels without significant stenosis. Per encounter notes, this is reported as the last day the patient worked. (B)(6) 2011: the patient presented with lowerback pain that radiates down into right buttock and down the back of my right thigh. X-rays taken demonstrate a grade I spondylolytic type spondylolisthesis at l5-s1. There is also moderate disk space narrowing at this level. (B)(6)-2011: the patient presented with pain in his lower back. The pain radiates down into the right buttock. Impression: history of work-related injury, (B)(6) 2011, best described as &#8288;lumbar sprain strain, likely exacerbating/aggravating his underlying preexisting isthmic type spondylolisthesis at l5-s1. 2. Spondylolytic type spondylolisthesis at&#10252;5-s1, most likely representing a preexisting condition, reasonably considered exacerbated/aggravated by his industrial straining-injury of (B)(6) 2011. 3. Current symptoms of low back pain and sciatica, related to diagnosis #1 and 2 above. (B)(6) 2011: the patient presented with complaints of pain across his lower back and pain radiating primarily into the right buttock and slightly into the right lateral and posterior thigh. Impression: history of work-related injury, (B)(6) 2011, best described as &#8288;lumbar sprain strain, likely exacerbating/aggravating his underlying preexisting isthmic type spondylolisthesis at l5-s1. 2. Spondylolytic type spondylolisthesis at&#10252;5-s1, most likely representing a preexisting condition, reasonably considered exacerbated/aggravated by hisindustrial straining-injury of (B)(6) 2011. 3. Current symptoms of low back pain and sciatica, related to diagnosis #1 and 2 above. (B)(6)-2011: the patient underwent an epidural steroid injection. (B)(6)-2011: the patient presented with lower back and buttock pain. Straight leg raise on the right side tends to increase his back and buttock pain. Impression: history of work-related injury, (B)(6) 2011, best described as a lumbar sprain strain, likely exacerb ating/aggravating his underlying preexisting isthmic type spondylolisthesis at l5-s1. 2. Spondylolytic type spondylolisthesis at&#10252;5-s1, most likely representing a preexisting condition, reasonably considered exacerbated/aggravated by hisindustrial straining-injury of (B)(6) 2011. 3. Current symptoms of low back pain and sciatica, related to diagnosis #1 and 2 above. (B)(6)-2011: the patient underwent an epidural steroid injection. (B)(6) 2011: the patient presented with pain in the right side of his lower back extending into the right buttock and the right posterior proximal thigh. The patient reports not getting any benefit from his previous esi. Extension of the lumbar back elicits the most pain. Straight leg raise testing increases his low back and buttock pain. Impression: history of work-related injury, (B)(6) 2011, best described as &#8288;lumbar sprain strain, likely exacerbating/aggravating his underlying preexisting isthmic type spondylolisthesis at l5-s1. 2. Spondylolytic type spondylolisthesis at&#10252;5-s1, most likely representing a preexisting condition, reasonably considered exacerbated/aggravated by hisindustrial straining-injury of (B)(6) 2011. 3. Current symptoms of low back pain and sciatica, related to diagnosis #1 and 2 above. (B)(6) 2011: the patient presented with pain in the lower back radiating into the right buttocks. It is a pinching and aching type of pain. Straight leg raise testing increases his low back and buttock pain bilaterally, although this is more on the right side than the left. X-ray dated (B)(6) 2011, demonstrates a spondylotic type spondylolisthesis at l5-s1. Impression: history of work-related injury, (B)(6) 2011, best described as &#8288;lumbar sprain strain, likely exacerbating/aggravating his underlying preexisting isthmic type spondylolisthesis at l5-s1. 2. Spondylolytic type spondylolisthesis at&#10252;5-s1, most likely representing a preexisting condition, reasonably considered exacerbated/aggravated by hisindustrial straining-injury of (B)(6) 2011. 3. Current symptoms of low back pain and sciatica, related to diagnosis #1 and 2 above. (B)(6) 2011: the patient presented with pain across his lower back radiating into the right buttock. It is a numbing, pinching kind of pain. Lumbar MRI dated (B)(6) 2011, demonstrates bilateral severe foraminal steonosis at l5-s1 and grade 1 spondylolisthesis. Impression: history of work-related injury, (B)(6) 2011, best described as &#8288;lumbar sprain strain, likely exacerbating/aggravating his underlying preexisting isthmic type spondylolisthesis at l5-s1. 2. Spondylolytic type spondylolisthesis at&#10252;5-s1, most likely representing a preexisting condition, reasonably considered exacerbated/aggravated by his industrial straining-injury of (B)(6) 2011. 3. Current symptoms of low back pain and sciatica, related to diagnosis #1 and 2 above. (B)(6) 2011: the patient presented with complaints of pain in the lower back radiating to the right buttock. He describes it as a painful numbness. Impression: 1. History of work .related injury (B)(6) 2011, best described as a lumbar sprain strain likely exacerbating/aggravating his underlying preexisting isthmic-type spondylolisthesis at l5-s1. 2. Spondylolytic-type spondylolisthesis at l5-s1 most likely representing a preexisting condition reasonably considered aggravated by his industrial straining injury of (B)(6) 20 11. 3. Current symptoms of low back pain and sciatica related to diagn.osis #1 and #2 above. The patient underwent chest x-rays. Impression: negative two view chest radiograph. 0n (B)(6) 2011 the patient underwent a pre-op EKG. Results: normal. (B)(6) 2011: the patient presented for preoperative physical. The patient has low back pain radiating into the bilateral buttocks. D iagnostic studies reveal a spondylolytic type spondylolisthesis at the l5-s1 level. His symptoms have failed to respond to conservative care including the passage of time, anti-inflammatory medicines, activity modifications. On (B)(6) 2011 the patient presented low back pain radiating into the bilateral buttocks with the preoperative diagnosis of spondylolisthesis, stenosis, and radiculopathy. The patient underwent arthrodesis, posterior technique, l5-s1; arthrodesis, posterior interbody technique, l5-s1; posterior instrumentation/pedicle screw fixation, l5-s1; application of biomechanical device/interbody cage, l5-s1; and autograft. Per the operative report he next placed half of an appropriately prepared infuse sponge into the anterior disk space followed by morselized bone graft , followed by placement of a size 10 plif cage that was also prepared with morselized bone graft and with half of an infuse sponge. Final irrigation was performed. Following this we completed our posterior/posterolateral fusion by placing half of an infuse sponge across transverse processes and sacral ala at l5-s1 followed by placement of the reminder of the morselized local bone graft. No patient complications were noted. The discharge summary noted that the patient reported some right side sciatica which was intermittent and had some shortness of breath. He was discharged (B)(6) 2011. Note: per a (B)(6) 2012 dictation the discharge summary for the (B)(6) 2012 surgery had been lost or otherwise not part of the medical record and was created on (B)(6) 2012 using other available records. (B)(6)-2011: the patient presented with a preoperative diagnoses of spondylolisthesis l5-s1, sciatica, and a history of industrial I njury/lumbar sprain/strain. The patient underwent the following procedures: arthrodesis, posterior technique, l5-s1; arthrodesis, posterior interbody technique, l5-s1; posterior instrumentation/ pedicle screw fixation, l5-s1; application biomechanical device/ interbody cage, l5-s1; autograft for spinal surgery/local bone graft. Per the op notes, half of an appropriately-prepared rhbmp-2/acs was placed into the anterior disk space followed by morselized bone graft, followed by placement of a size 10 plif cage that was also prepared with morselized bone graftn and half an rhbmp-2/acs sponge. The position of the cage was checked with c-arm imaging and was found to be appropriately placed. Following placement of the rods and final irrigation, the team completed the posterior/posterolateral fusion by placing half an rhbmp-2/acs sponge across the transverse processes and sacral ala at l5-s1, followed by placement of the remainder of the morselized local bone graft. No complications were noted. Intra-operative x-rays were performed. Findings: portable image intensifier views utilized for placement of pedicle screws l5-s1 with posterior rods and disc prosthesis in place. Anterolisthesis l5 forward on s1. (B)(6)-2011: the patient underwent x-rays of the lumbosacral spine. Findings: bilateral spinal rods with transpedicular screws and I ntervertebral disk spacer are redemonstrated at the l5-s1 level. The intervertebral disk space over this previously aligned with the posterior cortex of the l5 vertebral body and now is seen more posteriorly. Findings may be projectional, additional evaluation is warranted. A surgical drain remains in place. Overlying skin staples are present. (B)(6)-2011: the patient underwent CT of the lumbar spine. Impression: postoperative changes with air present; grade I anterolisthesis l5-s1; transpedicular screws l5-s1; on (B)(6) 2011 the patient presented with leg pain and underwent a bilateral lower extremity vascular study which was normal. (B)(6)-2011: the patient underwent chest x-rays. Impression: negative two view chest radiograph. There has been no significant change since prior comparison. (B)(6)-2011: the patient presented to an internal medicine clinic for evaluation. Impression: 1. Substernal chest pain without radiation, with atypical features, fleeting in duration, with fairly nondescript electrocardiogram presently, but in a patient with risks of hypertension and chronicsmoking. No obvious ischemic process clinically. The patient may have an atypical process related to a reflux process. 2. Status post shortness of breath, related to #1, but I see no evidence of acute pulmonic process, pneumothorax, or other clinically; doubt pulmonary embolism-type process.3. Hypertension, without evidence of severe left ventricular hypertrophy or cardiomyopathy. .. 4. Chronic smoker without evidence of chronic obstructive pulmonary disease or emphysema -exacerbation. 5. Status post lumbar surgery/right lower extremity pain, likely secondary to sciatica. On (B)(6) 2011 the patient presented with leg pain and underwent a bilateral lower extremity vascular study which was normal. The patient underwent various labs results of creatinine and nitrogen were high. The patient also presented with chest pain (angina) and underwent an EKG. Results: no significant change from last study. The patient was discharged form hospital. (B)(6)-2011: the patient presented with right sided sciatica in approximately an l5 dermatome, and has persistent drainage at his I ncision. The lowest part of his incision is completely healed. The upper part demonstrates about a 1.5 inch section where there is fibrinous exudate present along the line of the incision. The edges of the skin are no erythematous. The patient reports some slight tingling to light touch in the right lateral leg in approximately l5. X-rays of the lumbar spine show the hardware is intact including pedicle screws at l5-s1 and interbody cage at l5-s1. CT scan performed postoperatively demonstrate normal and correct placement of the pedicle screws, and within the limits of a CT scan, demonstrate appropriate foraminal decompression. Impression: a little over two weeks postoperative l5-s1 fusion with concerning findings of right l5 radiculopathy/sciatica and persisting drainage from the incision which is as yet incompletely healed.. (B)(6)-2011: the patient underwent an MRI of the lumbar spine. Findings: 1. Status post laminectomy at ls with posterior ,bone graft and pedicle screws at ls, s1 with inter-body graft at the disc of ls-sl. 2. Fluid collection in the soft tissues of the posterior spine at the laminectomy site and at the level of l4-ls as described. These fluid collections show peripheral enhancement and are most likely from postoperative fluid collections, resolving hematomas or seromas. Csf leak is not completely excluded. Superimposed infection is not completely excluded but is not likely. 3. No definite evidence for osteomtelitis or discitis." Mild edema at the endplates of ls-s1 is most likely from postoperative change 4. Grade I anterolisthesis of ls on s1 is stable compared to the prior study. 5. Possible neural foramina! Narrowing at ls-s1 but this is difficult to evaluate due to artifact. (B)(6)-2011: the patient presented with right sided sciatica in an l5 dermatome. The pain begins in the right buttock and from their courses down the back and outside of the right thigh to the right lateral leg in an l5 dermatomal distribution. The patient is uncomfortable while ambulating. Impression: a little under three weeks postoperative l5-s1 fusion with concerning findings of right l5 radicular pain and a postoperative MRI, which seems to suggest some 'residual right l5-s1 foramina! Stenosis. (B)(6)-2011: the patient presented with complaints of pain and tingling radiating from the right buttock. From there, it seems to skip the thigh and he feels painful tingling down in the right lateral leg and an approximate l5 dermatone. MRI findings were discussed and the patient decided to undergo surgical intervention. (B)(6)-2011 : the patient presented with the following preoperative diagnoses: right-sided radiculopathy / sciatica/right l5 dermatomal distribution; history of previous right l5-s1 posterior lumbar fusion with laminectomy for a diagnosis of spondylolytic spondylolisthesis. The patient underwent the following procedures: re-exploration, right l5-s1, with extensive foraminotomy including complete facetectomy with extensive intraforaminal and extraforaminal decompression; removal of posterior instrumentation/ pedicle screws, right l5-s1; re-insertion of spinal fixation device/pedicle screws, right l5-s1. No complications were noted. Intra-operative x-rays were performed. Impression: demonstrate placement of posterior pedicle screws at l5-s1 with interbody graft; posterior pedicle rods identified; grade I anterolisthesis of l5 on s1 identified which is similar to the prior study; status post laminectomy at l5. (B)(6)-2011: the patient underwent x-rays of the lumbar spine. Impression: l5-s1 posterior spinal fusion. The intervertebral disk sp acer appears slightly more posterior in relationship to the l5 in comparison to previous imaging, however findings may be projectional as it appears stable in position in comparison tothe sacrum. (B)(6)-2011: the patient was discharged home. (B)(6)-2011: the patient presented with some low grade low back pain. X-rays demonstrate intact pedicle screw fixation at the bilateral l5-s1. There is posterolateral bone graft. The right-sided screws are slightly large in diameter consistent with replacement to larger screw size at the time of his most recent surgery. There also appears to be an increase of spondylolisthesis of l5 on s1 of approximately 4 to 5 mm. This does potentially leave the posterior superior corner of the l5-s1 interbody cage prominent. Impression: two weeks postoperative re-exploration right l5-s1 with extensive foramintomy/complete facetectomy and removal and replacement of right sided pedicle screws; doing well, reports complete relief of previously fairly significant right-sided sciatica. (B)(6)-2011: the patient presented with expected soreness, discomfort, and even low grade pain in the low back, which would be typical for a person recovering from this type of surgery. Incision has healed nicely. X-rays demonstrate intact pedicle screw constructs. There has been some increased anterolisthesis of l5 on s1. It has slid forward another millimeter or two. This results in some unroofing of the posterior interbody device. Impression: the patient is 5 weeks postoperative following a reexploration of the right l5-s1 with removal and reinsertion of his right l5-s1 pedicle screw fixation. The patient's sciatica has completely been relieved and his leg pain is completely gone. He has usual and expected low back pain, which would be expected to gradually resolve over the coming weeks and months. (B)(6)-2011: the patient presented with low back pain. He feels an intermittent pinching with certain activities in the lower back than tends to come and go. X-rays of the lumbar spine demonstrate instrumented fusion at the l5-s1 level. There is the continued ante rolisthesis of l5 and s1. This does uncover the l5-s1 interbody device. Compared to prior films, l5 appears to may have migrated forward another millimeter, but this may also represents simple rotation and projectional artifact. Impression: 2 months postoperative right l5-s1 extensive foramintomy and exchange of hard work, and 3 months postoperative index l5-s1 fusion and about 8 months , status post-industrial injury lumbar spine (B)(6)-2012: the patient presented with a pinch in his back. He also reports a tightness/pinch/pain in his right lower buttock. X-rays taken show: posterior instrumented fusion at l5-s1; l5 has slid forward relative to s1 uncovering the posterior superior corner or our interbody graft; there does appear to be developing bone graft in the posterolateral gutter, especially on the left; there is some suggestion of bone graft developing in the interbody space. Impression: 3 months postoperative l5-s1 fusion performed in the course of treatment for a diagnosis of spondylolytic spondylolisthesis, and industrial lumbar sprain strain. (B)(6)-2012: the patient underwent a lumbar MRI scan. Impression: 1. L5-s1 grade I lytic spondylolisthesis status post decompressive laminectomy and instrumented interbody fusion. There is susceptibility artifact that partially obscures right lateral recess but no evidence of displacement or compression of the traversing right s1 nerve root. Susceptibility artifact within the ventral epidural fat contiguous with the interbody graft and therefore correlation with plain radiographs or CT would be helpful to determine if the graft has migrated posteriorly. No spinal stenosis or left lateral recess compromise. Bilateral severe foraminal compromise with indentation exiting l5 nerve root on both sides. 2. Otherwise unremarkable lumbar spine MRI without and with contrast. No evidence of spinal infection. (B)(6)-2012: the patient presented with lower back pain, right lateral hip pain. Impression: the patient is four months postoperative from surgery at the l5-s1 level. The physician states the symptoms are most consistent with normal healing after this type of posterior lumbar interbody fusion. (B)(6)-2012: the patient presented pain in the right side of the lower back. He is not experiencing any pain in the lower part of the buttocks or down the leg. Impression: the patient is 5 months postoperative from posterior lumbar fusion l5-s1 for a diagnosis of spondylotic type spondylolisthesis. (B)(6)-2012: the patient presented with pain in the lower back and in the upper right buttocks. He does not have pain down the leg. New lumbar x-rays demonstrate evidence of successful bony fusion within the disc space on the ferguson ap view, and also in the left posterolateral area on the ap view. There has been no further migraine of l5 relative to s1 on the lateral view. Impression: five and half months postoperative posterior lumbar fusion l5-s1 for a diagnosis of spondylotic spondylolisthesis. (B)(6)-2012: the patient presented with some tenderness along the incision if anything presses on it. He reports some pain into the right upper buttocks that comes and goes on a fluctuating basis. The patient denies any pain radiating down either leg. Impression: the patient is 6 months postoperative posterior lumbar fusion l5-s1. He demonstrates continued improvement. I do not believe that he is quite at a point of maximal medical improvement, but the physician believes he is getting there. (B)(6)-2012: the patient presented with pain in the right sided low back and right buttocks and an aching numbness type of a feeling. Straight leg raise testing increases his back and buttock pain, but does not produce sciatica. Impression: status postoperative posterior lumbar fusion l5-s1. (B)(6)-2012: the patient presented with low back pain, and pain in the right upper and mid buttocks. The patient reports radiation of this pain into the lower buttock and posterior thigh as well as numbness. X-rays taken show intact pedicle screw fixation at the l5-s1 level. There is a grade 1-1/2 spondylolisthesis of l5 on s1. This leaves the interbody spacer uncovered in its posterior one third. There is bone graft present in the posterolateral gutters. Impression: the patient is 9 months postoperative following a posterior lumbar fusion l5-s1 that has been complicated by the postoperative development of sciatica, and anterolisthesis of l5-s1. (B)(6)-2012: the patient underwent lumbar CT scan that revealed a pseudoarthrosis at the l5-s1 level. Impression: l5-s1 grade 1 lytic spondylolisthesis status post decompressive laminectomy and instrumented interbody fusion. No mineralized bridging fusion bone across the disc space. Bilateral foraminal compromise with indentation exiting l5 nerve root on both sides; lucency surrounding the right and left s1 pedicle screw consistent with loosening; otherwise unremarkable lumbar spine CT. (B)(6)-2012: the patient presented with pain in the lower back and in the right buttocks, both in the upper and lower buttocks. He also reports some numbness extending into the right posterior thigh. Extension seems to increase his buttocks pain the most. Impression: the patient is now 10 months postoperative posterior lumbar fusion l5-s1 with continued complaints of low back pain and right sided sciatica that are consistent with the results of his recent CT scan which reveals a pseudoarthrosis. (B)(6)-2012: the patient presented with pain in his low back and right buttock. He states this pain is 8 of 10. X-rays of the lumbar spine show an instrumented fusion at l5-s1. The hardware appears to be intact. There is an interbody cage. There is a grade ii spondylolytic spondylolisthesis. The interbody cage appears to be several millimeters posterior to the posterior cortex of l5. There is no appreciable fusion on plain x-rays. Diagnostic impression: spondylolytic spondylolisthesis, grade ii, l5-s1; status post posterior lumbar interbody fusion, l5-s1, withpseudoarthrosis. On (B)(6) 2012 the patient presented with the diagnosis of l5-s1 pseudoarthrosis, grade 2 spondylolisthesis, and the implanted cage was interacted the spinal canal. Per encounter notes the patient states that he was smoking throughout the time prior to his surgery and postoperative. In my opinion, this likely contributed to his pseudoarthrosis. (B)(6)-2012: the patient presented with lower back pain and in the right buttocks with a secondary complaint of pain down the right posterior thigh, at least to the proximal posterior thigh. The patient also reports numbness. With straight leg raise testing the patient reports tightness in his lower back and buttock bilaterally. Diagnostic impression: the patient is just under a year postoperative posterior lumbar fusion at l5-s1 with continued complaints of low back pain and right sided sciatica that seem consistent with the results of his diagnostic studies, which suggest a pseudoarthrosis at the l5-s1 level and foraminal stenosis right greater than left. (B)(6)-2012: the patient presented with lower back pain into the right buttocks and into the right very proximal posterior thigh. The patient also reports stiffness in his low back. During the visit, the patient's mother began asking about infuse. The doctor stated that the problem is not too much bone forming, but that not enough bone has formed and he has developed a pseudoarthrosis . Diagnostic impression: l5-s1 spondylolisthesis, with pseudoarthrosis (failure of fusion) after attempted posterior fusion, with foraminal stenosis producing intermittent sciatica. (B)(6)-2012: the doctor informed the patient he would no longer provide medical care to him effectively. On (B)(6) 2012 the patient presented the patient underwent a comprehensive metabolic panel which was high for potassium and ast a sp ecimen report showed low mch and mchc and high rdw. The patient also underwent an EKG. Results: normal. (B)(6)-2013: the patient underwent a posterior removal of segmental instrumentation at l5-s1 with exploration of the fusion and revision hemilaminectomy at l5-s1 as well as reinsertion of pedicle screws at l5-s1. He also underwent an anterior removal of hardware and placement of anterior interbody fusion graft with hydrogel patch at l5-s1. (B)(6)-2013/(B)(6)-2013: the patient presented with low back and lower extremity pain. The patient walks with a cane. Assessment: backache; difficulty walking; muscle weakness; pain in joint, pain in limb; stiffness in joint. (B)(6)-2013: the patient presented with discomfort in the right buttock. (B)(6)-2013: the patient presented to pt with moderate soreness and tightness. (B)(6)-2013: the patient presented with pain right greater than left radiating to posterior glut/prox posterior thigh. (B)(6)-2013: the patient presented with pain and stiffness, as well as an abnormal gait with poor balance and slow speed. (B)(6)-2013: the patient presented with continued discomfort in his back. There is some tightness in his right leg. (B)(6)-2013: the patient presented with soreness. (B)(6)-2013: the patient presented to pt with increased right sided lower back pain. The patient also reported increased right quadratus lumborum and lumbar paraspinal tightness that was decreased with manual techniques. (B)(6)-2013: the patient presented with reports of increased lower back soreness right greater than left. (B)(6)-2013: the patient presented with central lower back pain and right sighted lower back pain. (B)(6)-2013: the patient presented with lowback pain. On (B)(6) 2013 the patient presented in ER with perioral edema. The patient reported they had recently started a new medication. Clinical impression: allergic reaction. (B)(6)-2013: the patient presented having been declared permanently disabled and stationary from his industrial injury. Impression: mechanical back pain; lumbar instability, l5-s1; status post l5-s1 fusion with pseudoarthrosis; status post revision, l5-s1 fusion. In a (B)(6) 2013 the patent presented with mechanical back pain. In the doctor's notes reference is made to a (B)(6) 2012 diagnosis of lumbar instability, status post lumbar fusion, l5-s1 and the determination of pseudoarthritis. Reference was also made to the patient's (B)(6) 2013 surgery for posterior removal of segmental; instrumentation at l5-s1 with exploration of the fusion and revision of hemilaminectomy at l5-s1, reinsertion of pedicle screws l5-s1; anterior removal of hardware and placement of anterior interbody fusion. Per the doctors notes for disability rating: the patient has reached maximum medical improvement and the patient had lost 75% of pre-injury capacity for performing activities since a work related injury (B)(6) 2011. On (B)(6) 2014 the patient presented in ER with bilateral foot pain, itchiness, and burning from athletes foot (onset one month). Diagnosis: bilateral tinea pedis and bilateral foot callus. Per the encounter note the patient had been intermittently homeless and disabled secondary to back pain. (B)(6)2013: the patient underwent a posteriorremoval of segmental instrumentation at l5-s1 with exploration of the fusion and revision hemilaminectomy at l5-s1 as well as reinsertion of pedicle screws at l5-s1. He also underwent an anterior removal of hardware and placement of anterior interbody fusion graft with hydrogel patch at l5-s1. (B)(6)-2013/ (B)(6)-2013: the patient presented with low back and lower extremity pain. The patient walks with a cane. Assessment: backache; difficulty walking; muscle weakness; pain in joint, pain in limb; stiffness in joint. (B)(6)-2013: the patient presented with discomfort in the right buttock. (B)(6)-2013: the patient presented to pt with moderate soreness and tightness. (B)(6)-2013: the patient presented with pain right greater than left radiating to posterior glut/prox posterior thigh. (B)(6)-2013: the patient presented with pain and stiffness, as well as an abnormal gait with poor balance and slow speed. (B)(6)-2013: the patient presented with continued discomfort in his back. There is some tightness in his right leg. (B)(6)-2013: the patient presented with soreness. (B)(6)-2013: the patient presented to pt with increased right sided lower back pain. The patient also reported increased right quadratus lumborum and lumbar paraspinal tightness that was decreased with manual techniques. (B)(6)-2013: the patient presented with reports of increased lower back soreness right greater than left. (B)(6)-2013: the patient presented with central lower back pain and right sighted lower back pain. (B)(6)-2013: the patient presented with low back pain (B)(6)-2013: the patient presented having been declared permanently disabled and stationary from his industrial injury. Impression: mechanical back pain; lumbar instability, l5-s1; status post l5-s1 fusion with pseudoarthrosis; status post revision, l5-s1 fusion.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2011 lumbar MRI sagittal t2 sequences show desiccation at l5 with a grade one isthmic spondylolisthesis and pseudo herniation behind l5. Considerable foraminal stenosis is seen compressing both l5 roots. No central stenosis is present. On (B)(6) 2011 chest x-ray appears normal in pa and lateral on (B)(6) 2011 intra operative lateral lumbar film during positioning of the l5 pedicle screws. Fluoroscopic views of final construct shows good position on the right, with the left s1 screw below the s1 pedicle. On (B)(6) 2011 postoperative abdominal film showing ileus (B)(6) 2011 lumbar CT posterior tlif has been performed with screws avoiding nerve roots. The left s1 screw is bicortical and penetrates the sacral ala just medial to the l5 root. No anterior device has been placed, but a spacer is in place. Posterolateral fusion has been performed as well. On (B)(6) 2011 chest x-ray appears normal (B)(6) 2011 lumbar MRI shows construct as described above. No residual stenosis is noted. Multiple planes show no additional information. On (B)(6) 2011 ap and lateral lumbar films show construct unchanged. On (B)(6) 2011 apparent postoperative lumbar ap and lateral films as staples are in place however the implants have not been altered. On (B)(6) 2013 ap and lateral inter operative films and postop ap during anterior and posterior fusion at l5/s1. Pedicle screws appear lateral to the pedicles on the left at s1 and at l5 on the right. Anterior retaining plate with 4 screws holds anterior graft within the l5 disc space suggesting a revision with alif and plate after pseudo arthrosis from (B)(6) of 2011.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2012 lumbar MRI sagittal t2 view shows degenerative changes in the l5 disc along with a grade ii isthmic spondylolisthesis. Canal is enlarged behind the slip. The foramen have been decompressed and a pedicle screw construct is present at l5/s1. Single capstone spacer is seen on the right with some obliteration of the s1 subarticular recess. Decompressive laminectomy has been performed. Pelvic MRI shows the lower lumbar spine construct as well as sacrum, sacroiliac and hips. Hips show normal contour without signal changes consistent with arthritis or osteonecrosis. On (B)(6) 2012 lumbar CT construct at l5/s1 is again seen. Axial views show residual spondylolisthesis. Capstone spacer sits at the posterior margin of s1 and its posterior half is uncovered within the canal. This does not appear to cause any neurologic compression. Fusion does not appear to have occurred. Some bone can be seen around the spacer but this is associated with it. Construct position is otherwise optimal. Sagittal and coronal views are also provided but give no additional information. Bridging bone cannot be verified.

Event description:
On (B)(6) 2011 and (B)(6) 2014 the patient presented with right lower back and buttock moderate pain onset approx. Two weeks prior. Assessment: lumbar strain. On (B)(6) 2014 and (B)(6) 2011 the patient presented with moderate constant aching lower back pain. On (B)(6) 2011 and (B)(6) 2014 the patient presented with lower back, right flank, and right buttock pain. On (B)(6) 2011 the patient presented with lower back a pain. The patient had been to physical therapy 6 times but did not feel better. Physical therapy was put on hold. On (B)(6) 2014: the patient presented with chief complaint of hypertension and chronic low back pain, status post surgery. The patient received influenza vaccination. Medication was switched to amlodipine from cozaar. Diagnosis: screening for colon cancer; vaccination for influenza; hypertension; low back pain. On (B)(6) 2015: the patient called for medication and referral to see a chiropractor. On (B)(6) 2015: the patient presented with back problem and for medication. The patient reported recurrent low back pain with ¿adls¿. Physical examination showed that there was tenderness to palpation in the lumbar spine. The patient underwent various lab tests. On (B)(6) 2015: the patient presented with low back pain. The patient underwent physical therapy. The patient had been having increasing low back pain for several years and post right thigh pain, chronic pain worse over time. The back pain worsened with walking, standing and sitting. Right leg pain worsened with walking and standing. The pain was dull and radiated to right leg. Flexion, extension and side bending (left and right) increased low back pain which restricted range of motion. The patient had tight bilateral paraspinal muscle. On (B)(6) 2014: the patient underwent various lab tests, per billings.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
On (B)(6) 2011 and (B)(6) 2014 the patient presented with right lower back and buttock moderate pain onset approx. Two weeks prior. Assessment: lumbar strain. On (B)(6) 2014 and (B)(6) 2011 the patient presented with moderate constant aching lower back pain. On (B)(6) 2011 and (B)(6) 2014 the patient presented with lower back, right flank, and right buttock pain. On (B)(6) 2011 the patient presented with lower back a pain. The patient had been to physical therapy 6 times but did not feel better. Physical therapy was put on hold.

Event description:
It was reported that on (B)(6) 2011 the patient presented low back pain radiating into the bilateral buttocks with the preoperative diagnosis of spondylolisthesis, stenosis, and radiculopathy. The patient underwent arthrodesis, posterior technique, l5-s1; arthrodesis, posterior interbody technique, l5-s1; posterior instrumentation/pedicle screw fixation, l5-s1; application of biomechanical device/interbody cage, l5-s1; and autograft. Per the operative report¿¿we next placed half of an appropriately prepared infuse sponge into the anterior disk space followed by morselized bone graft, followed by placement of a size 10 plif cage that was also prepared with morselized bone graft and with half of an infuse sponge¿.final irrigation was performed. Following this we completed our posterior/posterolateral fusion by placing half of an infuse sponge across transverse processes and sacral ala at l5-s1 followed by placement of the reminder of the morselized local bone graft.¿ no patient complications were noted. The discharge summary noted that the patient reported some right side sciatica which was intermittent and had some shortness of breath. He was discharged (B)(6) 2011. Note: per a (B)(6) 2012 dictation the discharge summary for the (B)(6) 2012 surgery had been lost or otherwise not part of the medical record and was created on (B)(6) 2012 using other available records. In a (B)(6) 2013 the patent presented with mechanical back pain. In the doctor¿s notes reference is made to a (B)(6) 2012 diagnosis of lumbar instability, status post lumbar fusion, l5-s1 and the determination of pseudarthritis. Reference was also made to the patient¿s (B)(6) 2013 surgery for posterior removal of segmental; instrumentation at l5-s1 with exploration of the fusion and revision of hemilaminectomy at l5-s1, reinsertion of pedicle screws l5-s1; anterior removal of hardware and placement of anterior interbody fusion. Per the doctors notes for disability rating: the patient has reached maximum medical improvement and the patient had lost 75% of pre-injury capacity for performing activities since a work related injury (B)(6) 2011.

Event description:
On (B)(6) 2012: per billing records, the patient also underwent MRI scan of lumbar spine, without and with dye. On (B)(6) 2013: the patient was admitted in the nursing center with following diagnosis: pseudo-arthrosis l5-s1; status post posterior arthrodesis l5-s1 with allograft canullous chips, duragen augmentation and attachment of rod l5-s1. The patient exhibited decrease in strength, functional mobility and also reported muscle cramps, low back pain, pain in lower abdomen, chest pain and frequent pain due to surgical wound. The patient had the following diagnosis: hypertension; abnormality of gait; aftercare following surgery of the musculoskeletal status post l5-s1 lumbar interbody fusion and revision. The patient was discharged on (B)(6) 2013.